Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a lesion in a calcified left common femoral artery 90% and diffused superficial femoral artery. The emboshield nav 6 embolic protection system (eps) was loaded on a viper guide wire and used in the procedure; however, when retrieving the eps, the tip of the viper broke off and remained in the patient. Difficulty was noted when retrieving the filter into the retrieval catheter and resistance was noted during removal of the eps with sheath; therefore, the eps and the sheath were removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported retraction problem and difficulty removing were unable to be tested as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported difficulty retracting the filter into the retrieval catheter and resistance noted during removal was a result of the distal tip of the viper wire being stuck in the anatomy resulting in separation of the viper wire tip. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties; therefore, a letter will not be requested.